Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had a vertical blue line on the display. There was no patient involvement.

Manufacturer narrative:
Additional point of contact: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the display assy with the labels to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.